Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. This device is not expected to be returned for analysis as the patient kept it. No additional adverse patient effects were reported.